Event description:
This is a spontaneous case report received by courtesy from (B)(6) on 25-jun-2015 from a consumer in united states. It describes the occurrence of pregnancy in a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted (no details were provided). The consumer did not provide information since lot number was not available to her. On an unknown date, in 2011, the consumer began a co-suspect drug humira (adalimumab) for crohn's disease. The consumer had two miscarriages between the years 2009 and 2011 before humira use. She has a girl child who is (B)(6), two boys aged (B)(6) respectively, another girl child who is (B)(6) and then the twin boys. The consumer's mother had three children including the twins after she began humira. The consumer also had polyps (started 2011). She was non-smoker, abstains from alcohol, drug allergy penicillin and had 4 previous normal pregnancies. In 2011 she had a colonoscopy (before humira use), big long spot in large intestine suggesting crohns. Polyps present too. In (B)(6) 2014 hemoglobin was 7.0 (second hemoglobin level drawn after one unit of blood transfusion). Other colonoscopy in (B)(6) 2014 which showed that crohn's disease was still active. The consumer stated that she had essure birth control six weeks after her fourth child was born and she also stated that she still got pregnant with her twins (drug exposure during pregnancy). In the last week of (B)(6) 2014, the consumer could not breathe and had premature contractions. Hence, she had been admitted to the hospital for a week. She had blood work done and it was found that her hemoglobin was seven. The consumer stated that she did not have any vaginal or rectal bleeding at that time. She had been given one unit of red blood cell transfusion for the event hemoglobin level decreased. A repeat blood test after the single unit of blood transfusion revealed that the decrease in her hemoglobin level persisted. Hence, the consumer had been given two more units of red blood cell transfusion before she had been discharged from the hospital. In (B)(6) 2014, the premature contractions and hemoglobin level decreased resolved. On an unknown date with unknown ega (estimated gestational age) the consumer delivered via an unknown method. It was not reported if she received sedation or anesthetic during delivery. No maternal medical problems or complications during delivery or postpartum period were reported. The total maternal weight gain was not reported. Neonatal birth weight, length, sex and apgar scores were not reported. It was not reported if neonatal complications, congenital anomalies or birth defects were identified. Once her twins were born, she had a tubal ligation. In (B)(6) 2014, the consumer experienced blood in stools, stool urgency and watery stools. In (B)(6) 2014, after delivering her twins, the patient had blood in stools, stool urgency and watery stools. In (B)(6) 2014, the event could not breathe resolved. In (B)(6) 2014, the consumer experienced active crohn's disease and on this same month she had a colonoscopy done which revealed that her crohn's disease was still active. Hence, humira dose had been increased to weekly dosing from biweekly dosing. On an unknown date, she stated that she was tired all the time due to dealing with her six children. The consumer denied any other medical history and concomitant medications. Essure birth control was also considered as a suspect drug. The reporter causality assessment between the events and essure was mentioned as not reported. Ptc investigation result was received on 02-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of drug effect. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began a co-suspect drug humira for crohn's disease. She got pregnant with twins, experienced premature uterine contractions and had hemoglobin level decreased. She delivered via an unknown method. It was not reported if neonatal complications, congenital anomalies or birth defects were identified. Once her twins were born, she had a tubal ligation. Pregnant with twins was considered serious due to medical importance and is listed in the reference safety information for essure, while premature uterine contractions was considered serious due to hospitalization and is unlisted. Hemoglobin level decreased was considered serious due to medical importance and unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was not reported whether essure confirmation test was performed. Consumer had no history of premature delivery. Considering a mechanical interference between essure and the developing pregnancy including the premature uterine contractions, a causal relationship with suspect insert cannot be totally excluded. Concomitant disease crohn's disease and twin pregnancy might have contributed to occurrence of hemoglobin level decreased, therefore a causal relationship between this event and suspect insert can be excluded. This case was considered an incident due to hospitalization. Additionally, other serious events (unrelated to essure) were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.